Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis and sepsis; and subsequently passed away. The peritonitis was manifested by cloudy effluent. The cause of the peritonitis was not reported. On the same day as the event onset, the patient was hospitalized for peritonitis. Treatment details were not reported. On an unreported date the patient experienced sepsis. One day after onset of peritonitis, the patient passed away. The cause of death was reported as possibly due to sepsis. It was not reported if an autopsy was performed. Dianeal therapy was ongoing until the time of death; however, pd therapy was not being performed at the time of death. No additional information is available.